Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned to the manufacturer for evaluation and image was not provided for review. Therefore, the alleged issue cannot be re produced which leads to inconclusive evaluation result. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instruction for use closely describes holding and handling of the system throughout deployment including unpacking and preparation; in particular the instruction for use state: 'confirm that the introducer sheath is secure and will not move during deployment. The second hand should be used to support the stent delivery system. Gently hold the stability sheath close to the introducer sheath and keep it stationary and under tension throughout deployment'. Regarding pre dilation the instruction for use state: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent system products are identified in d2 and g4. H10: d4 (expiry date: 09/2023), g3. H11: h6 (method). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during the stent placement procedure to treat superficial femoral artery lesion, the stent allegedly got foreshortened. It was further reported that, additional stent was required to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to lifestent 5f endovascular stent system products that are cleared in the us. The 510 k and pro code for the lifestent 5f endovascular stent system products are identified. As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiry date: 04/2023).

Event description:
It was reported that during the stent placement procedure to treat superficial femoral artery lesion, the stent allegedly got foreshortened. It was further reported that, additional stent was required to complete the procedure. There was no reported patient injury.